Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported, the menu button on the infusion device is defective. Pt stated, the infusion device displayed an e4 (occlusion) error. Pt reported experiencing elevated blood glucose levels. Blood glucose readings were not provided. Pt's normal blood glucose range was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.